Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: promus premier ous, mr, 4.0x12mm, stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the stent moved distally on the balloon, some struts pulled over the distal tip. The stent struts were crushed mid stent. It is likely the crimped stent may have encountered resistance and subsequent damage during the attempt to withdraw the device. The balloon cones were reviewed no issues were noted. Crimp stent markings were evident on the exposed portion of the balloon wall, indicating that there was crimp contact between the coated stent and balloon at the time of manufacture. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the extrusion. The bi-component bond showed no signs of damage or strain. A visual examination found no damage to the tip. No other damage noted during analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2018. It was reported that crossing difficulties were encountered. The target lesion was located in a coronary artery. A 12 x 4.00mm promus premier drug-eluting stent was advanced for treatment but device was unable to cross the lesion. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage and stent moved on balloon.